Event description:
It was reported that a dependant patient experienced dizziness. The ventricular lead exhibited intermittent loss of capture and an impedance measurement anomaly. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.